Event description:
It was reported that during an infusion set change the user experienced difficulty inserting the cartridge, encountered an ¿unable to proceed¿ alert, and a consecutive stalled motor condition; the user restarted the ilet, completed a dry run, replaced the inset infusion set tubing, and resolved the alert, after which the supply change was completed. Customer care provided assistance that included guided troubleshooting. Investigation of this case revealed that the event was consistent with an infusion set occlusion and a stalled motor condition associated with the infusion set and tubing, which resolved after replacement of supplies. No clinical effects reported. Outcomes included no impact on health and no hospitalization. It was concluded, based on previously established findings for similar reports, that the cause was user interaction and device processing consistent with an infusion set occlusion that resolved with supply change.